Manufacturer narrative:
When the explanted implant is received at waldemar, link the following evaluations will be done: eval of subject: a non-destructive examination of the biolox forte ceramic head will be performed for further investigations. Review of production and quality system records. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the biolox forte ceramic head also is marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Spontaneous break of ceramic head of total hip prosthesis, right side.